Event description:
It was initially reported that during a device check there was an abnormal noise coming from the autopulse platform when rolling up the lifeband. This was confirmed by zoll (B)(4). No patient involvement was reported. No further information was provided. The autopulse platform was subsequently returned to zoll for investigation. During investigation, the autopulse platform displayed a user advisory (ua) 16 (timeout moving to take-up position) message. Although the customer did not report this, ua 16 is considered a reportable malfunction.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 12/11/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows no physical damage to the platform. A review of the autopulse archive was performed and the archive data shows that multiple ua16 (timeout moving to take-up position) faults occurred on (B)(6) 2014. Functional testing could not be performed due to the ua16 fault. It was found that the drive train motor was defective. Based on the initial investigation, the part identified for replacement was the drive train motor. In summary, the reported complaint of the autopulse platform experiencing an abnormal noise coming from the motor when rolling up the lifeband was confirmed, based on review of the archive and during functional testing. The fault was found to be due to the defective drive train motor.